Event description:
This lead was an attempted implant on (B)(6) 2011. The lv lead would not track over wire, due to an acute take off and possible valve obstruction. No other branches were available. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).